Manufacturer narrative:
The local area sales representative was contacted for additional information regarding current status of this lead. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a revision procedure was performed on this right ventricular (rv) lead due to loss of capture (loc) and high capture thresholds. No additional adverse patient effects were reported. Further information has been requested to determine the current status of this lead.